Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue and the tech felt the pop stage of the deployment. It was also noted that the device was able to open and close during the deployment process. However, when the doctor withdrew the catheter, the clip came out with it and did not release from the catheter to deploy. The same issue happened to the second resolution 360 clip device, and the procedure was completed with a resolution 360 ultra clip. There were no patient complications reported as a result of this event.